Event description:
It was reported that during a nephrostomy drainage procedure, a guide wire fracture occurred. During a nephrostomy treatment procedure, a 3 025/180 platinum plus guide wire was stuck inside an unspecified catheter. Upon withdrawal, the guide wire broke and elongated approximately 15 cm. The spiral core was "cut over" and only one spring coil did not break. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned loaded inside the hoop. Visual inspection revealed the spring tip severely elongated and unraveled and a core wire fracture at 167.4 cm from the proximal end. Sem analysis revealed the device appears to have been pulled against resistance. The separation zone exhibited a fracture on an inclined plane relative to the longitudinal axis typically of a bending action. Failure surface exhibited evidence of post-separation event, which is related to the manner in which the guidewire is handled. No materials anomalies were found. The guide wire outer diameter is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).ae or product problem initially reported product problem corrected to reported issue is both an adverse event and product problem.(B)(4).

Event description:
It was reported that during a nephrostomy drainage procedure, a guide wire fracture occurred. During a nephrostomy treatment procedure a 3 025/180 platinum plus guide wire was stuck inside an unspecified catheter. Upon withdrawal the guide wire broke and elongated approximately 15 cm. The spiral core was "cut over" and only one spring coil did not break. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a nephrostomy drainage procedure, a guide wire fracture occurred. During a nephrostomy treatment procedure a 3 025/180 platinum plus guide wire was stuck inside an unspecified catheter. Upon withdrawal the guide wire broke and elongated approximately 15 cm. The spiral core was cut over and only one spring coil did not break. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).